Event description:
The customer reported the prongs on the pectus bar bender broke off during use. No adverse effects were reported, however this product is subject to the two year malfunction rule.

Manufacturer narrative:
One (1) pectus bar bender (part# 01-3905) unknown lot # and unknown manufacturing date; was returned without original packaging. The device history records are unable to be reviewed as the lot number is unable to be determined. The returned pectus bar bender was visually evaluated and with a digital microscope. There are significant discoloration and signs of wear indicating normal use. Upon evaluation it was confirmed that one of the roller pin has been fractured into two pieces and the retaining ring is no longer assembled to the device therefore the bender cannot provide the bends. The fractured portion of the roller pin and the roller were returned. There is orange discoloration in the area of the fracture, as well as on the retaining ring; which may be a stain or corrosion. The discoloration is likely caused from residue left from the cleaning chemicals. There are no indications of manufacturing defects. The most likely underlying cause is that the proper cleaning instructions were not followed combined with excessive force. In addition the instrument is likely over 15 years old.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.